Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the patient states he will use the bhs after his surgical wound heals. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was using the bone healing system (bhs) on his foot six months before he had surgery on that same foot and he did not have any pain during those six months. After surgery he started using the bhs and after an hour of treatment, he feels throbbing pain. The patient stated he feels like he may have started using the unit too soon after surgery. He saw his physician who recommended he suspend treating with the bhs until the surgical wound is healing and prescribed pain medication. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.